Manufacturer narrative:
The device has been returned to the main office for evaluation. Once the device investigation has been completed, a follow-up report will be submitted. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6), corrected data:

Event description:
The customer reported missing segments on the saturation and pulse rate digits display. The battery level indicator light also did not illuminate. No consequences or impact to patient was reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation, the unit was able to power on using batteries; however, the end segments of the display and one of the 4 battery segments failed to illuminate. The device was able to obtain measurements and alarmed audibly and visually under alarm conditions, but the end segments are missing. The failure was isolated to chip (u16) of the system board; which caused the device to not display properly. (B)(6). A service history record review reveals that this unit was in the field for over eleven (11) months with no previous reported issues prior to this reported event. Corrected data:.